Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements, measuring at 125 ohms. Technical services (ts) reviewed the presenting electrogram (egm) and stated that this patient had several recent traces of unsupported ventricular arrhythmias, the last of which was in the vf zone. In the case of a shock with out-of-range shock impedance, there would be risk of not converting the arrhythmia and this should be further discussed with the physician. The plan was to check defibrillation effectiveness by performing a controlled shock test. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements, measuring at 125 ohms. Technical services (ts) reviewed the presenting electrogram (egm) and stated that this patient had several recent traces of unsupported ventricular arrhythmias, the last of which was in the vf zone. In the case of a shock with out-of-range shock impedance, there would be risk of not converting the arrhythmia and this should be further discussed with the physician. The plan was to check defibrillation effectiveness by performing a controlled shock test. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device exhibited premature battery depletion (pbd) and code 1003. Technical services (ts) recommended to have this device replaced soon. No adverse patient effects were reported.